Event description:
It was reported that signal loss over one hour occurred on for transmitter with serial number 8prwna. However, transmitter with serial number 8tactc was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was found for serial number 8prwna within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).